Manufacturer narrative:
Weight & ethnicity: unknown / not provided. If explanted; give date: not applicable, the lens remains implanted. Phone: (B)(6). Device evaluation: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction. No nonconformity report, escalation, documentation, or labeling change is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that once the lens was implanted, flakes could be seen in the optic and in the insertion area of the haptic into the optic. The lens has been totally implanted and the issue was noticed after implantation/use. No issues for the patient have been reported, patient totally recovered. Material is not available for investigation as it remains implanted. Left eye affected. Customer does not have more information than that provided in this form. No further information has been provided.